Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
During a revision surgery in order to remove the mini maxlock extreme¿ mtp plate and the locking screws, the hexstar¿ driver broke at the tip. This in turn caused the screws to snap in the patient and created an extended procedure time to dig out the broken screw shafts. Additional surgery time and digging into the bone to retrieve the broken screw shaft and additional anaesthesia required.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.